Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during priming. The hp confirmed she was not connected. The technical service representative (tsr) instructed the hp to push the spike in to the heater bag and the supply bag. The hp stated the heater line fell out of the heater bag. The tsr advised the hp to start over with all new supplies as the disconnected heater line was no longer sterile. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Fractured clear lens the analysis results found that the device was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted to be cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to a cracked/scratched lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic band procedure, the trocar was leaking. No other details are known. No patient impact reported. (B)(4)